Manufacturer narrative:
The reported event of charge time duration showing n/a could not be confirmed. However, the duration of charge times that exceed 32 seconds are shown as n/a in the programmer summary page. This is normal and per design specifications. The cause of charge time exceeding 32 seconds was determined to be due to excessive number of high voltage charges in a short period of time. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Manufacturer narrative:
Correction: previously reported g3 should have been feb 8, 2022 instead of feb 9, 2022.

Event description:
New information noted that on (B)(6) 2021, the implantable cardioverter defibrillator was explanted and replaced. The patient condition was unknown.

Manufacturer narrative:
The event of last max charge duration displaying as ¿n/a¿ was confirmed. This was determined to be expected system behavior. If the last max charge resulted in a capacitor timeout (>32), it is considered an unsuccessful maximum charge and the duration value is not displayed.

Event description:
It was reported that the patient presented in clinic. Multiple appropriate defibrillation therapies had previously been delivered, and device interrogation revealed a charging problem with the implantable cardioverter defibrillator. No changes or intervention was performed. The patient condition was unknown.